Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 6 months. The was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that during a routine clinic visit on (B)(6) 2018, a low speed of operation with the lvad speed dropping approximately 700 rpm below the low speed limit was observed. No clinical symptoms were reported. The log file was reviewed by technical services and confirmed the one low speed advisory on (B)(6) 2018 at 22:38. The submitted driveline x-ray was also reviewed and found to be unremarkable. On (B)(6) 2018, technical services performed an external distal end percutaneous lead (driveline) replacement 2 inches from the driveline exit site post replacement all tests passed. On (B)(6) 2018 the patient presented due to low flow and low speed alarms while on battery support. Technical services reviewed the submitted log file and observed pump stoppages on (B)(6) 2018. The driveline replacement performed on (B)(6) 2018 did not leave room for a second repair. The physician reported that the patient would require pump replacement. No additional information was provided.

Manufacturer narrative:
The report of a potentially compromised driveline was also confirmed based on the evaluation of the left ventricular assist system (lvas). A distal end driveline replacement was performed by a technical services. Approximately 16.5 inches of the external portion/distal end of the driveline was returned. Continuity and high-potential testing were performed on the 16.5-inch distal end repair of driveline which did not identify any breaches to the wires that would have resulted in the reported event. The device was returned with the driveline cut approximately 15 inches from the pump housing and the severed portion of driveline, measuring approximately 27 inches in length, was returned. The inflow conduit was returned attached to the pump inlet port. The outflow graft was returned attached to the outflow elbow. The outflow elbow was returned attached to the pump outlet port. Continuity and high-potential testing were performed on the 27-inch distal end portion of driveline which did not identify any breaches to the wires that would have resulted in the reported event. Electrical continuity testing of the 15-inch pump end portion of driveline did not reveal any discontinuities or shorts. The shielding and bionate were removed, and examination of the underlying wires revealed a breach in the insulation of the red wire approximately 10 inches from the pump housing and a breach in each of the insulations of the yellow, orange, and green wires approximately 10.5 inches from the pump housing. The conductors of these wires were exposed. The insulation breaches of the wires appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. The breaches in the wire insulation of the red, yellow, orange, and green wires could have interrupted function as a result of the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the mpu. The disruptions in the wires would have affected two out the three wire phases and would have also interrupted function as a result of a phase to phase short if the exposed conductors from any of the wires made direct or simultaneous contact with the braided shield if the device was supported by batteries or the ungrounded patient cable. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced previous driveline fracture was reported under medwatch MFR report #2916596-2016-00908. The device was received for investigation. The evaluation is not yet complete.

Event description:
Additional information: it was reported that on (B)(6) 2018 the patient underwent a pump exchange. The patient was implanted with another manufacturer¿s device. This was the second time with a driveline fracture.